Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery anomaly noted during our testing. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with absence of no delivery alarm. The customer states that there was a hospitalization for high blood glucose. The customer's blood glucose level at the time of hospitalization was unknown. The customer also mentions a crack near the up arrow. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.